Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance indicating possible device malfunction. Patient's physician indicated they were not aware of patient manipulation of the device, or trauma to the device that would have contributed to a possible device malfunction. The patient underwent lead revision surgery. Troubleshooting during surgery did not resolve the reported high impedance. Intra-operative troubleshooting confirmed proper generator function. The surgeon elected to replace the generator prophylactically. The explanted products have been returned to the manufacturer and are pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.